Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown morphine via an implantable pump. The indications for use was spine/back and malignant pain. It was reported that the healthcare provider (hcp), a nurse, stated that the patient was admitted to the hospital on (B)(6) 2024 unresponsive. The patient was admitted to the intensive care unit (ICU) and was given narcan. The hcp stated that the patient's condition improved and they were now on a step down unit. The hcp was asking for a manufacturer representative (rep) to check the pump and see if it was working accurately. The hcp mentioned in the conversation something like this had happened to the patient in the past. The manufacturer's technical services specialist (tss) discussed general function of the pump and therapy, and discussed contacting the managing physician. The hcp was redirected to the manufacturer's national answering service to page a local rep.